Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, regarding a 23mm sapien 3 transcatheter heart valve implant in pulmonic position within a surgical edwards valve, the case was described as difficult and challenging due to the patient anatomy (tetralogy of fallot) and the orientation/angles accessing to the landing zone, but the result was accepted. However, 6 days after the procedure, it was noticed an immobile leaflet that could not be re-mobilized with moderate to severe central regurgitation. The patient experienced symptoms of pulmonic valve failure. A reintervention procedure was scheduled for day 28 after the original procedure. As per medical opinion, the root cause of the immobile leaflet was under or uneven expansion of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, e.1 (telephone number) g3, g6, h2, and h6. The complaints for post implantation leaflet restriction and central regurgitation were unable to be confirmed due to unavailability of medical records nor applicable imagery was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''23mm sapien 3 transcatheter heart valve implant in pulmonic position within a surgical edwards valve. The case was also described as difficult and challenging due to the patient anatomy (tetralogy of fallot) and the orientation/angles accessing to the landing zone, but the result was accepted. 6 days after the procedure, it was noticed an immobile leaflet that could not be re-mobilized with moderate to severe central regurgitation''. ''As per medical opinion, the root cause of the immobile leaflet was under or uneven expansion of the valve.'' In this case, under expanded valve could prevent the valve leaflets from proper coaptation, leading to leaflet motion restriction and central regurgitation as reported. As such, available information suggests that procedural factors (valve under expanded) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.